Event description:
Pt was admitted for atrial fibrillation ablation procedure in ep lab. Pt returned on (B)(6) 2018, and CT scan of chest showed retained foreign object. Pathology report verified silver colored wire measuring 5.8 cm in length and 0.1 cm in diameter.